Manufacturer narrative:
Block b3: exact date unknown, event occurred in year 2020. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 18384711.

Event description:
It was reported that the patient underwent an explant procedure due to inadequate pain relief. All device components were removed and not returned.